Manufacturer narrative:
(B)(4). Mw5097336 received from mda medwatch program. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location in unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00596203010 articular surface use with lps/lps-flex 51 or 52 lot# unk MDR- 0001822565-2020-03892. Kne-unknown-tibial lot# unk MDR- 0001822565-2020-03894. 00111214001 palacos r 1x40 single lot# unk MDR- 0001822565-2020-03895.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, approximately 2 years 11 months post procedure the patient experienced pain and discomfort, cellulitis and sepsis and underwent emergency surgery and had loosening. Patient had a spacer put in, IV antibiotics and wound vac. Patient was later revised with new knee with no problems.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.